Event description:
A system error 2240 message appeared on the display of home pt's home choice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt left a clamp closed on the pt extension line during prime. When the home pt realized the clamp was closed, they opened it and received the alarm shortly after. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.